Event description:
Related manufacturer reference numbers: 2017865-2023-48476.it was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right ventricular (rv) lead and right atrial (ra) lead exhibited noise. The rv and ra leads were explanted and replaced. Patient condition was stable.